Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope had air water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a pinhole on the bending section cover (a-rubber), water tightness was lost. The a-rubber had slack and the adhesive was chipped. The bending tube and connecting tube were dented. The following components were scratched: control unit, scope (s)-cover, switch box, grip, angulation lever, up down (ud) plate, universal cord, protector of universal cord on control section side and scope (s)-connector. Olympus will continue to monitor field performance for this device.